Manufacturer narrative:
(B)(4). Batch # r58n3k. Investigation summary ==> it was reported that, difficult to fire, partial fire, malformed staple. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload present. The reload was received partially fired 1/2 and with the lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. It is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding, causing the firing mechanism to fail. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Please reference the instruction for use for more information. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, the firing force was higher than expected and the knife stopped in the middle of the first firing. The deployed staples were loosely formed. The target tissue was not thick. Another device was used to complete the case. There were no adverse consequences to the patient.